Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Mentor aris trans-obturator tape was reported to be used/implanted during this procedure. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4): pelvitex polypropylene mesh, catalog# 486015, (B)(6).